Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve, the stapler was fired twice. On the third use, the reload was loaded and cycled correctly. When the surgeon clamped the stapler down on the stomach for the third firing, he was unable to squeeze the handle to fire. The stapler was articulated at the time. The surgeon disengaged the stapler and removed it from the patient. The scrub nurse removed the reload and attached a new reload to the handle. The replacement reload wouldn't close. When this new reload was removed from the stapler, a small piece of metal fell out of the end of the shaft. The handle was replaced to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with a single use loading unit. It was observed that the instrument was able to be cycled without pressing the green firing button. The instrument was disassembled for visualization of internal components. This examination found that the grasping mechanism was fractured. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the grasping mechanism damage may occur when an attempt is made to pry or push the trigger handle open while the grasper is engaged. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.